Manufacturer narrative:
Device not received stuck in manufacturing mode. Device passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected power error noted during testing or in the device trace download. Device received with cracked retainer, minor scratched display window and scratched case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had recurring power error detected alarm. The customer¿s blood glucose was 176 mg/dl and went from 44 to 326 mg/dl in two hours. Customer treated her high with manual injections. Customer states the pump is not working. Customer did not want to troubleshoot as is already on the 670g and she did some form of troubleshooting with previous technician. Customer states that she does not have another battery present to replace. Advised that we do need to have it replaced with a new battery even though she has inserted a new battery did not get blood glucose value. The insulin pump will be returned for analysis.